Event description:
The customer reported that the system had a loss of live images. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera, fluoro functions board, and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.